Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult deployment. It was reported that the mitraclip procedure was to treat functional mitral regurgitation with a grade of 3-4. One clip was implanted successfully. During deployment of the second clip (70116u151), the actuator knob was pulled back, but the clip did not release from the shaft. Troubleshooting steps were performed to deploy the clip, but were unsuccessful. The actuator knob (ak) was pulled back and then detached from the delivery catheter (dc) handle. The mandrel was then attempted to be retracted with a clamp and turned counter clockwise, without success. The clip then appeared to be tilted. The ak was put back on the dc handle and turned again. After 1.5 hours, the clip was successfully deployed and was confirmed to be secured to both leaflets. The post mr grade was 1. There was no adverse patient sequela or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip could not be replicated in a testing environment as the actuator coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. The reported detachment of device component causing device to operate differently than expected was confirmed during testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. The reported detachment of device component resulting in device operates differently than expected appears to be procedural conditions of the reported difficult to deploy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.